Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the electrode belt was able to communicate with a monitor. The cause for the failure was isolated to internally shorted components esd700, u727, and u728 on the distributor mode pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of belt sn (B)(4) for an unrelated issue, a reportable event was found. Upon investigation, the belt was unable to communicate with a monitor.